Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 04671519. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating; manufacturer/compounder: w. L. Gore & associates, inc.; lot number: 04671519. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
Added medical history. Updated results code 2 for sterilization evaluation. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2007: (B)(6). Operative report. Diagnosis: status post gastroplasty with complication from procedure in the form of anastomotic leak and perforation with sepsis. Eventual recovery with development of ventral hernia and gallstones. Postoperative diagnoses: gallstone, ventral hernia. Procedure: exploratory laparotomy, extensive adhesiolysis, cholecystectomy, repair of ventral hernia, placement of gore dualmesh plus, size 26 by 34. Procedure: ¿the patient was brought to the operating room. She was placed in supine position where she was given general endotracheal anesthesia. A nasogastric tube was inserted and a foley catheter. The abdomen was sterilized and draped in the usual manner using betadine scrub and the use of duraprep. Incision was made corresponding to the midline abdominal scar, and the incision was carried all the way down to the distribution of scar from suprapubic to below the xiphoid. The hernia sac was exposed and opened and adhesions to the sac were carefully dissected and freed. Bleeders as noted were cauterized. The edges of the rectus, fascia, and muscle were definitely exposed on both sides releasing all adherent bowel attached to the peritoneal area. The gallbladder, therefore was identified and this was separated from adhesions. The gallbladder was carefully dissected and the cystic duct, cystic vessels, and artery were identified and individually isolated. The use of 2-0 silk was used to ligate the cystic artery and use of hemoclips to place into the trisected vessel. Cystic duct was noted to contain cystic duct stone. This was carefully pushed backward into hemoclip the gallbladder. The use of 2-0 silk was used to ligate the cystic duct and the placement of hemoclips. Removal of the gallbladder from the liver attachment with electrocautery dissection. The procedure indicated no sign of any abnormal oozing or bleeding and, therefore, placement of a #19 jp drain through a stab incision insertion to right flank placing the drain at the gallbladder area. The drain was sutured using 2-0 silk. The use of 26 by 34 gore dualmesh plus was attached to the edges of the posterior peritoneum, deep stitch of #1 gore-tex suture was utilized to anchor the edges of the mesh. This was evenly distributed with three to four cm in-between anchoring the edge of the hernia 3 cm to 4 cm. A correct sponge count and instrument count, therefore, was carried out upon application and completion of the graft attaching it to the peritoneum and a portion of the rectus fascia. At this point the hernia sac was separated anteriorly from the subcutaneous tissue and this sac was pulled together and approximated on top of the dualmesh, a running suture of 2-0 monocryl suture was utilized to approximate the remaining of the sac. The edges of the incision, therefore, were trimmed corresponding to the scar tissue, and the bleeders identified upon accomplishing this procedure were electrocauterized. The use of 3-0 monocryl subcutaneous tissues were, therefore, used to approximate the subcutaneous bringing about as close as the edges of the skin. The subcutaneous tissue upon approximation was followed by closure using subcuticular skin suture of 3-0 monocryl. Marcaine was injected, and steri-strips were applied, 4 x 4, coverall dressing to the abdomen, and use of an abdominal binder. Estimated blood loss ¿ 150 ml. Following spontaneous breathing, the endotracheal tube was removed, and the patient was moved to the recovery room in satisfactory condition.¿ product identification records for the alleged gore device were not provided. (B)(6) 2018: (B)(6). Office notes. You saw her as inpatient at ch, had her abdominal wall drained. There is more accumulation of fluid. (B)(6) 2018: (B)(6). Radiology ¿ MRI abdomen. Indication: elevated lfts, dilated common bile duct, history gastric bypass. Impression: large fluid collection surrounding ventral abdominal wall mesh. (B)(6) 2018: (B)(6). Operative report. Short summary: the patient is a 55-year-old caucasian female whose birth date is (B)(6) 1963. She was a patient that I was clinically involved in 2007 when she presented to our emergency room with abdominal pain, surgical intervention for bypass surgery in chicago. We found out that perforation ar [sic] ge junction and eventually the patient required surgical intervention for laparotomy. Postop recovery did well. However, she developed a ventral hernia that in 2007 I did a ventral hernia repair using a gore dual mesh. She recently became a patient here in september because of abdominal pain and what this is all about is an infection at the site where the graft was placed in the abdomen requiring percutaneous drainage and wound vac. This was treated with antibiotic by ID [infectious disease]. She did well and has been discharged only at this time she come back again a couple of days ago for the same problem. Percutaneously the area again drained by x-ray indicating serosanguineous fluid almost about 250 ml. In view of this recurrent clinical condition, the patient is anxious to have this rectified and I have no objection to explantation of the graft at this time because the patient had indicated that she is getting tired of being back and forth for the same condition, and I feel the same thing because of the recurring condition and the chances of again contamination. She therefore was evaluated and agreed to go through with surgical intervention. Procedure: laparotomy and explantation of gore dual mesh graft. No intraperitoneal intrusion. Placement of acellular regenerative product micromatrix gentrix surgical matrix 10 x 15. ¿the patient was brought to the operating room, was given general endotracheal anesthesia in the supine position where she had a urinary bladder catheter placed. The abdomen was surgically prepped and draped using betadine scrub and duraprep. We called for timeout recognizing patient had 2 g ancef preoperatively. The anterior abdominal wall was anesthetized with marcaine and subsequently an incision was made in a vertical direction corresponding to the old scar. The use of ligasure facilitate opening and control bleeders. We encountered the mass as we proceeded to dissect and the mass was opened. It has a cavity that contains the percutaneous tube that was inserted. We opened the mass at the same time the upper layer with the rectus fascia was separated from the mass. This was carefully accomplished by blunt dissection. The base was completely removed the way it was attached to the adjoining subcutaneous tissue and into the thickened superficial lining. We carefully did remove the graft with careful teasing of the attachment and removal of stitches to use of gore-tex graft. In no way that during the process of dissection did we violate the peritoneal cavity. Once the gore mesh was removed we reconstructed the size it corresponds to the size that was placed. We irrigated the abdominal incision with bacitracin. No bleeding could be identified. We therefore proceeded to use the micromatrix and 1000 mg was spread into the surrounding tissue and placement of gentrix surgical matrix 10 x 15 completely placing into the area where the gore mesh was applied. Suture approximation of the remaining fascia with a running stitch of 0 monocryl suture with interrupted stitch to reinforce the closure. The remaining gentrix powder was applied to the subcutaneous tissue. Recognizing that the subcutaneous tissue is clean and no bleeding, we approximated the wound edges by using staples. We elected to use wound vac. In between spaces of the wound that was loosely approximated was interfaced with foam from the wound vac and the wound vac was appropriately applied. At the conclusion of procedure, correct sponge count, instrument count, needle count made and is correct with negligible blood loss. The wound vac was made functioning to 125 negative suction. At the conclusion of procedure, the patient started breathing on her own. Her vital signs okay. She was therefore moved to recovery room. I was present all through the course of this procedure.¿ (B)(6) 2018: [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2018 procedure was not provided.] (B)(6) 2018: (B)(6). Operative report. Diagnosis: fluid collection at the surgical site post status explantation of ventral hernia graft repair. Post status removal of infected dual mesh gore to anterior abdominal wall as a ventral hernia. Procedure: wound debridement with irrigation and evacuation of fluid consistent with hematoma and wound vac. ¿the patient taken to the operating room suite, placing her in the supine position where dr. Moore gave her general endotracheal anesthesia. The abdomen subsequently was prepped and draped using betadine scrub and duraprep. We proceeded to call for timeout and follow protocol. Patient already on IV vancomycin and no extra dose given. We proceeded to remove the staples after the abdomen was prepped and draped and dressing applied, we infiltrated the wound with local xylocaine and once the staples were removed the incision were [sic] noted to have some amount of tissue inflammation, tissue fluid collection. Samples of tissue submitted for tissue culture. The fascia that approximated at the midline was opened and the preperitoneal space with the acl graft was intact. However, there is fluid collection consistent with hematoma fluid. This was irrigated clean and once we accomplished irrigation and sufficient time was spent to clean the area we decided to leave everything open and a wound vac was placed. The use of a telfa was placed, then the granuliform was applied on top of the telfa, appropriate placement of sealing material. At the conclusion of procedure, very minimal blood loss except for what is obvious, which is a resolving hematoma. No further bleeding noted. Correct sponge count, instrument count made and it is correct. The wound vac was attached to negative suction at 125. I was present all through the course of this procedure.¿ (B)(6) 2018: [missing records: a culture report detailing analysis of the specimens collected during the 11/23/18 procedure was not provided.] (B)(6) 2018: (B)(6). Operative report. Preoperative diagnosis: status removal of infected ventral hernia graft with history of recurrent infection. Return to operating room following initial surgical repair due to secondary infection and resolving hematoma to the wound with the use of wound vac. Procedure: ¿the patient brought to the operating room, placed in supine position where she was given IV sedation. The wound vac was subsequently removed and the abdomen was prepped and draped using betadine scrub and duraprep. We proceeded to call for timeout, initiate protocol. Patient already on IV antibiotic and no extra dose given. Upon removal of the wound vac and prep, the incision appears to be clean. The remaining acell that was previously applied has to be removed since it appears to have no purpose except that it is part of the infection. This was totally removed easily. The wound was copiously irrigated with saline. There is some residual amount of fluid hematoma into the wound. Once this was completely removed, the irrigation solution appears to be clean. Digital examination to the surrounding area of the wound cavity indicated no sign of any abnormality nor any clinical indication there is an interrupted peritoneal penetration. There is no drainage. There is no significant amount of fluid that could indicate ascitic fluid. The wound, therefore, was irrigated and cleaned. Telfa was placed on top and the use of granuliform was applied into the wound cavity. The telfa was placed just to make sure that the granuliform does not stick into the surrounding tissue. The wound vac was subsequently applied under negative pressure. The patient tolerated procedure well with no difficulty. She was, therefore, allowed to recover from IV sedation, moved to recovery room. I was present all through the course of this procedure.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Event description:
It was reported to gore that the patient underwent ventral hernia repair on (B)(6) 2007 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2018, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: wound debridement, wound vac, mesh infection and removal. Additional event specific information was not provided.